Event description:
Reportedly, during cervical surgery while suturing, the needle broke. The broken piece was retrieved, but it delayed the procedure. No additonal information was available.

Manufacturer narrative:
During a routine review of our complaints, this ftr was re-evaluated. Because the available information for the event description is insufficient to support a conclusion that an adverse event did not occur, the complaint will be reported to the FDA as an adverse event.